Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that prior to attempting this right ventricular (rv) lead at implant, the helix was exercised on the back table. It was noted the helix was being rotated in the incorrect direction. This lead was not attempted at implant and a new lead was successfully implanted. No adverse patient effects were reported.